Event description:
It was reported that a chronic, previously-capped right ventricular lead was found to have perforated the right ventricle. The perforation was noted during an open heart surgery procedure. The lead was not explanted and no intervention measures were required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.